Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The customer reported amp board warnings at the forward scatter (fs) position of their fc 500 flow cytometer. The field service engineer (fse)was at the customer site and observed tarpon warning messages as the fs and fl1 locations. To resolve the issue the fse replaced the tarpon amp board at the affected location. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported amp board warnings at the forward scatter (fs) position of their fc 500 flow cytometer. There was no report of erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.